Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received compromised force sensor system alarm on their device. It was reported that the drive support cap was protruded. It was reported that the customer was advised the pump would have to be replaced and returned for analysis. No further information provided.